Event description:
It was reported that a spectrum infusion pump shut of while attached to a spectrum wireless battery. This report will address the wireless battery. Any pt injury or involvement is unk.

Manufacturer narrative:
MFR ref no (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.